Manufacturer narrative:
Abbott is issuing this important field safety corrective action for the amplatzer steerable delivery sheath (asds) due to the hemostasis valve. A complaint trend has been observed on the asds device related to air ingress. Fluid is managed via a hemostasis valve on the proximal end of the handle. The design of the hemostasis valve component is intended to facilitate blood management by minimizing blood return through the device but is not designed for air management while instead relying on the user to practice optimal fluid management technique. The hemostasis valve has been determined to be sensitive to certain patient physiological conditions and use scenarios resulting in a higher-than-expected rate of actual and potential air embolus experiences in a limited number of user accounts. The asds integrated hemostasis valve design and procedural use allow for air to ingress when optimal air management techniques are not adhered to by physicians. Although this inherent design limitation is included as a precaution within the IFU, the extent to which patient and physician use factors can exacerbate the likelihood of an air ingress event have allowed for the actual occurrence rate to exceed the expected rate. The scope of the field safety corrective action will include all customers who have received product with remaining shelf-life. The CAPA investigation has confirmed that the asds integrated hemostasis valve design and procedural use allow for air to ingress when optimal air management techniques are not adhered to by physicians. Although this inherent design limitation is included as a precaution within the IFU, the extent to which patient and physician use factors can exacerbate the likelihood of an air ingress event have allowed for the actual occurrence rate to exceed the expected rate. See attached list of MDR reports already submitted that are included in the field safety corrective action.

Event description:
Abbott is issuing this important field safety corrective action for the amplatzer steerable delivery sheath (asds) due to the hemostasis valve. A complaint trend has been observed on the asds device related to air ingress. Fluid is managed via a hemostasis valve on the proximal end of the handle. The design of the hemostasis valve component is intended to facilitate blood management by minimizing blood return through the device but is not designed for air management while instead relying on the user to practice optimal fluid management technique. The hemostasis valve has been determined to be sensitive to certain patient physiological conditions and use scenarios resulting in a higher-than-expected rate of actual and potential air embolus experiences in a limited number of user accounts.